Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes and undersensing on the discrimination channel was observed. Programing chances were suggested and the nurse plans to make the changes. No patient symptoms were reported.

Event description:
New information notes that on (B)(6) 2019, programming changes were made. The patient had felt shortness of breath, patient is fine, but he always complains about feeling yucky. Device remains implanted.